Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported experiencing multiple issues with their transmitter. There was no reported impact to the customer's blood glucose level. Root cause could not be determined. A replacement transmitter was sent to the customer.